Event description:
Patient was revised to address infection and loosening of the tibial and femoral components at the cement/bone interface. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported loosening at the cement/bone interface. The investigation could not draw any conclusions about the reported infection; however, infection after approximately 7-1/2 years implantation is unlikely to be product related. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.